Manufacturer narrative:
This battery is part of a field safety notification but not the recall. This device is used for treatment and not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. This event is a known malfunction which is currently under investigation by the manufacturer and covered by a CAPA. Patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller. Device remains implanted.

Manufacturer narrative:
Investigation conclusion: the heartware vad is used for treatment not diagnosis. The battery was exchanged and returned to heartware. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. (B)(4) passed external visual inspection but failed functional testing due to a faulty cell. Review of the controller log files did not reveal any anomalies associated with this battery. Analysis of the battery (B)(4) revealed that the device failed to meet specifications; the battery failed functional testing due to a faulty internal cell pair, which likely contributed to the reported event. Abnormal battery behavior, e.g. Premature performance degradation, intermittent/poor electrical connection with controller or battery charger, premature power source switching, etc., is a known issue being investigated. Fsca apr2014 was distributed to reinforce proper power management. Testing confirmed a battery malfunction known to cause power switching in batteries. The root cause of the reported event is most likely a faulty internal cell pair. No additional information will be forthcoming.

Event description:
It was reported from (B)(6) by the patient from his home "via phone that the controller was changing power sources earlier than expected" when this one (1) battery was connected. The patient did not reportedly experience any pump stop or physical problem due to the event. The treating facility sent a replacement battery to the patient. The battery will be sent back to the manufacturer for evaluation. There was no reported patient injury as a result of this event.